Event description:
Procedure: transplant. According to the reporter: as the surgeon started to place the clip he noticed that it started to cross or "scissor" which cut the vessel in half.

Event description:
Additional information received from the account: what was done to correct the condition of the damaged vessel? They went to hand clips. When the clip cut the vessel in half, was this vessel intended to be cut? No.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).